Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged locking component. This was attributed to defective design. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Device was returned for service. This is report 1 of 1 for complaint (B)(4).